Manufacturer narrative:
No devices returned for evaluation, therefore only a device history review was performed. Device history records were reviewed for the tibial component and no deviations or anomalies were found. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. X-rays were not provided. Product history search for the tm persona tibial component part and lot combination identified no other reported complaints. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate is that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening of the tibial component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product - articular surface fixed bearing cruciate retaining (cr) left 14 mm height catalog# 42511000514 lot# 62611407, all poly patella cemented 32 mm diameter catalog# 42540000032 lot# 62510493, femur trabecular metal cruciate retaining (cr) standard porous catalog# 42502806201 lot# 62643702. Reported event was confirmed by review of operative notes. Additional review of the primary and revision operative notes do not change the root cause previously reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.